Manufacturer narrative:
Unit was received with minor scratched lcd window, broken retainer, and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump was broken where the reservoir is screwed in. A piece was missing and failing off the reservoir compartment, the top ring. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.